Manufacturer narrative:
MDR 2517506-2020-00140 was filed on 01-may-2020. MDR 2517506-2020-00139 was filed 01-may-2020 for the same event. Additional information (11-may-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant elevated cardiac troponin I (ctni) result on a dimension exl 200 system. Hsc evaluated the information provided by the customer and the instrument data logs. No product problem was identified. Siemens directed the customer to perform routine maintenance. Maintenance was performed replacing the instrument r2 probe tip and sample probes, and alignments were performed. The customer was satisfied with the instrument performance and quality control (qc) since the maintenance was performed. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. MDR supplement 2517506-2020-00139 supplement 1 was filed for the same event.

Manufacturer narrative:
MDR 2517506-2020-00139 was reported for the same event. The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same dimension exl 200 system and a lower result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.